Event description:
It was reported that a routine chest x-ray the day of implant revealed a small left pneumothorax which was best appreciated along the lateral aspect of the hemithorax. The implanter indicated that there was difficulty obtaining venous access. A repeat chest x-ray was done before the patient was discharged that noted the pnuemothorax was slightly smaller. The leads are still in use. It was noted that the patient was part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).